Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on posterior and crease fold. A leak test and microscopic analysis were performed which identified: a crack opening, opening sharp, and a sharp break on the plug strap. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve, a sharp opening on posterior due to an unidentified (tear) opening and a sharp break on plug strap due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.